Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as no lot number has been identified/confirmed in this case. Since the driver was retained by the hospital no physical, material, chemical evaluation could be performed, and the exact cause of the reported issue could not be ascertained. A general review of the manufacturing and inspection records did not reveal any contributing information/trends. Received notification on 06/06/2016 from FDA that user facility reported this case under uf/importer report #: (B)(4). Not returned.

Event description:
It was reported to k2m, inc on 6/2/2016 that on (B)(6) 2016 a driver tip sheared off in the screw head intra-op and was left in the screw.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product has not yet been returned to manufacturer for evaluation, and a thorough investigation cannot be completed at this time. If further information becomes available manufacturer will file a follow-up report at that time. Received notification on 06/06/2016 from FDA that user facility reported this case under (B)(4).

Event description:
It was reported to k2m, inc on 6/2/2016 that on (B)(6) 2016 a driver tip sheared off in the screw head intra-op and was left in the screw.